Manufacturer narrative:
Product code elz.(B)(4).

Event description:
Zirconia coping fracture in two pieces.

Manufacturer narrative:
The product did not return for evaluation, therefore the complaint could not be verified. The device history record review for the incise coping found no manufacturing deviations which would result in or contribute to this complaint. A definitive root cause has not been determined.